Event description:
Hairline stress fracture of left femur. Pt's physician believes the rehabilitation system may have been the cause. The rehabilitation system is a leg cycle ergometer classified by the FDA as a powered muscle stimulator, classification code 89ipf. No incidents on file in life of product (1986-present) of similar event caused by the rehabilitation system. Spoke with pt on 01/17/97. He feels the run prior to his last run seemed rough again. Pt continued riding until the one minute, 57 second mark of the run, at which time he pressed the stop key. After the event, the following day, the pt noticed swelling in left knee. The built-in tests reported no calibration problems during the pt run.